Event description:
Customer reported two incidents on 02/20/99. First incident 02/05/99: using a fresenius f-18 dialyzer. Pt showed an allergic reaction at onset of dialysis, blood pressure 154/79, at onset, and pt showed hypotension. Blood pressure 79/30 at cessation of dialysis immediately after reaction occurred; also showed respiratory depression, pulse okay. Used ambu for airway condition, blood pressure rose to 93/55; and pt was able to breath on its own. Blood pressure 88/44. After 15 minutes, blood pressure 57/31. Hospitalized and later became alert and began auto-breathing. Pt has coronary artery disease, diabetes, and is wheelchair bound. No prior history of respiratory depression. Customer was using nephretect #5000, and reading color development only at 2 minutes, not the required 6 minutes, as indicated in the nephretect instructions. Customer only used 750 cc's normal saline rinse, instead of 1000 cc's of saline rinse for 15 minutes. Pt fully recovered.

Event description:
Third incident 02/10/99: respiratory depression occurred 10 minutes into dialysis. Pt showed seizure activity, stopped dialysis, pt recovered, pt has lupus.

Event description:
Second incident dating 2/5/99: during the rinsing procedure, there was no ultra filtration performed, and there was a low blood flow at the onset from one minute to five minutes of dialysis. Pt has previous history of hypertension at dialysis onset to one minute into dialysis. At onset to one minute (period to five minute) of dialysis, pt was given oxygen; blood pressure = 109/61; and clinic did not cease dialysis upon recognition of symptoms, but continued. Initial blood pressure was 108/50. After one minute of dialysis blood pressure was 80/30, respiratory depression. Symptoms did not show at onset of dialysis. Both of these incidents only used nephretect for 2 minute reading and not 6 minute reading.